Event description:
It was reported that pump screen was damaged, which negatively impacted insulin therapy. No information was provided regarding the customer¿s blood glucose level or any related impact. Customer was in process of obtaining new pump and declined follow-up from technical support, and no additional corrective actions were documented.